Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The impactor tip broke while impacting tibia implant. No surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The impactor tip broke while impacting tibia implant. No surgical delay.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this reported event was not returned. The investigation could not draw any conclusions about the reported event without the device to examine. Depuy considers, the investigation closed at this time. Should additional information be received, the information will be reviewed. And the investigation will be reopened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.